Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe was found with black foreign matter inside when inspected. The following information was provided by the initial reporter, translated from chinese to english: a black foreign body was found in the syringe when it was examined before adding medicine.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301948 and lot number 2106198. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were examined. However, no signs of foreign matter were observed. Based on the investigation results, an exact cause could not be determined for this reported incident. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures and environmental controls in place. We are confident this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe was found with black foreign matter inside when inspected. The following information was provided by the initial reporter, translated from chinese to english: a black foreign body was found in the syringe when it was examined before adding medicine.